Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a ventricular tachycardia procedure an intellanav mifi open-irrigated catheter was selected for use. It was reported that at the start of radiofrequency (rf) delivery the maestro 4000 generator gave a "temperature too high error" and stopped delivering rf. At this time, it was discovered that the luer connection on the ablation catheter handle had detached from the catheter tubing that comes out of the catheter handle. The ablation catheter was replaced and the procedure was completed successfully with no patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint, consequently confirming the reported events. The probable cause of "cause traced to device design" will be assigned to this complaint since the problem found was traced to the design specification.

Event description:
It was reported that during a ventricular tachycardia procedure an intellanav mifi open-irrigated catheter was selected for use. It was reported that at the start of radiofrequency (rf) delivery the maestro 4000 generator gave a "temperature too high error" and stopped delivering rf. At this time, it was discovered that the luer connection on the ablation catheter handle had detached from the catheter tubing that comes out of the catheter handle. The ablation catheter was replaced and the procedure was completed successfully with no patient complications. The device has been received at boston scientific post market laboratory.